Manufacturer narrative:
Other applicable component is: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, product type: screening device.

Event description:
A manufacturer representative (rep) reported that there was a possibly defective lead. High impedances were measured on 5 of the 8 electrodes on the trial lead. They switched the trial lead from 8-15 to 0-7 in the multi lead trialing cable (mltc) and then checked with a second mltc. A second physician came into the procedure and thought maybe the contacts were not soldered enough or the patient had a small hematoma causing high impedance. It was further reported that there was no diagnosis of patient hematoma upon completion of the procedure and the lead was placed in 8-15 on the mltc. Contacts 8, 10, and 14 had normal impedances and were used to program adequate coverage for the patient. The rep was able to "cross talk" between the 2 leads to provide coverage. The lead was kept in place for the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.